Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), upon opening the 26mm sapien 3 valve, one leaflet had a blue spot on the inside with a fiber/hair appearing substance.  This hair seemed embedded into the tissue and was not like the normal tissue fibers that can be seen on the inside of the valve leaflets.  Valve saved for return and new valve was opened for implantation. The valve will be returned.